Event description:
It was reported that, "the femoral targeting would not line up. Unable to drill proximal holes."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.